Manufacturer narrative:
Complaint was verified onsite as exhaled flow transducer failure. New main board was installed onsite and will not boot up. Any additional information provided by the customer will be included in a follow up report.

Event description:
The customer reported xdcr fault error while on running ventilation on the vela ventilator. The customer also reported that the patient was transferred to another ventilator. The customer confirmed that there was no harm to the patient that was associated with the reported event.